Event description:
Procedure type: takedown of ileo-colofistula and ileo-ileostomy. According to the reporter: the stapler fired across bowel, then a center portion of the staple line separated. The surgeon cut out the staple line on both proximal and distal aspects. Surgeon then hand sewed the anastomosis. The procedure was delayed 30 minutes to complete the case.

Manufacturer narrative:
Initial report sent: 09/12/2008.